Manufacturer narrative:
Device evaluation summary: the closurefast catheter was received for analysis. Visual inspection of the catheter shaft reveal multiple kinks. The kinks are approximately 60.4mm and 63.8mm proximal from the distal tip. The heating element /coil was observed to be damaged. A visual inspection under magnification of the device found multiple slices/cuts in the fep. The damage to the fep resulted in the heating element/coil being exposed. The device was connected to the resistance tester to verify continuity test. The catheter did pass continuity and resistance functional testing. The device was connected to the rfg2 generator to perform the functional test. When the catheter was activated, the temperature fluctuated between 108 ¿ 135 degrees during a cycle and generated an advisory message of ¿advisory: treatment halted, device broken¿. Device handle button was taken apart to examine solder connections on pca: the signal wire connections were tested by slightly pulling to verify that they were correctly welded to the pc board. Thus, none of the wires were disconnected during this test. Visual inspection under magnification show multiple signal wires, (red and green) wires did not seem to be making sufficient solder contacts to pcb. The insufficient solder contacts of wires to pcb can cause inconsistent temperature. The cause of failure is manufacture defect due to insufficient solder of the multiple thermocouple wires to solder pad on pcb board. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast radiofrequency ablation catheter for treatment in the great saphenous vein (gsv) with the use of tumescent infiltration under local anesthesia. Device IFU was followed. The lumen was flushed before use, and the guidewire was not used. It was reported that the device was showing abnormal wattage fluctuations during treatment. Reportedly, staff thought it could be the generator initially, however they plugged the catheter into their reserve generator and catheter still showed fluctuations. A new closurefast catheter was opened to successfully complete the procedure without issue. Eight segments of the vein were treated. No patient injury reported.